Event description:
Customer reported no fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board and cleaned the tube connector contacts. System operates as intended.